Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens was implanted and removed during the same procedure and a vitrectomy was performed. It was further stated the emeraldc30 cartridge was used rather than the recommended cartridge for this lens type.

Manufacturer narrative:
Date of event: (B)(6) 2014. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The sample was inspected at 10x microscope magnification. Visual inspection reveals that the lens has viscoelastic residues and surface residuals (fiber/particles) on the lens compatible with handling the lens in a non-sterile environment. The haptics were in good condition. The product met the acceptance criteria. The lens condition is consistent with a lens that has been inserted and removed from the patient's eye. No cosmetic defects related to the manufacturing process were found in the returned lens. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.